Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material was in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was also confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the evaluation found the following: the bending angle in up direction does not meet the standard value, due to wear of angle wire; the connecting tube was wrinkled, the adhesive on the bending section cover and objective lens were chipped; the light guide (lg) lens was cracked, there were scratches on the plastic distal end cover (c-cover), connecting tube, objective lens protector of universal cord on control section side, scope connector cover (sc cover) unit, forceps elevator (fe) lever, right/left (r/l) knob, up/down (u/d) knob, switch box, forceps elevator knob, scope cover (s-cover), suction connector (s-connector), universal cord, grip, and control unit; the suction cylinder ( s-cylinder) was shaved, the indication on suction connector (s-connector) was peeled, the control unit had discoloration, and there was water invasion in the device. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. The facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the videoscope was buckling at around 90 cm of insertion part. During the evaluation, the following reportable issue was found that there was a foreign object inside the nozzle. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.